Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo study had blue lines in it. The recording showed some areas of high ph but there were several episodes of reflux as well. The patient had to return for a repeat procedure. No other known adverse events were reported.